Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected into the nipples with 1cc of juvéderm voluma® xc. The left side received more than the right. That evening the patient experienced a severe reaction: weakness, chills, redness to l breast, 103 temperature, passed out, seizure and high white blood cell count. Patient was admitted into the ICU. Patient found to have elevated wbc and experienced syncope and hypotension. The next day, patient was treated through IV with rocephin, vancomycin, benadryl, dexamethasone. Filler was also dissolved. Patient was discharged the next day with cefdinir, doxycycline, and prednisone. The events have fully resolved.